Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, while being applied at the ligation of pulmonary upper vein and ligation of first branch of pulmonary artery, the stapler was able to fire but the proximal staple line was incomplete. The event resulted to permanent pulmonary artery rupture due to the stapler jaws not expanding on the vein, blood loss of more than 500cc, an extended incision of more than 1 inch, and an extend in surgical time by more than 30 minutes -- due to performing an open procedure. The patient required an emergency thoracotomy; and the wound incision in the pericardium required manual suturing of artery and vein. The patient is in the ICU.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the loading units found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.